Event description:
A customer reported via phone call that they had issues with the keypad on their replacement insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons are too hard to press. The customer was also assisted with questions on insulin pump alarms. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.